Manufacturer narrative:
The batch record review for radiesse, lot a00186740, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00186740) and no similar events were noted. Assessment by merz: localization of the event injection site pain was not provided but local relationship can be assumed based on the wording of this report. The reported events injection site swelling and injection site erythema occurred in a compatible local relationship. The reported events occurred in a compatible temporal relationship. Injection site swelling, injection site pain and injection site erythema are expected based on currently valid EU MDR IFU leaflet of radiesse. Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse for injection into the hands is not approved based on the currently valid EU MDR IFU leaflet of radiesse. However, the reported injection site reactions can occur after the treatment with radiesse. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 04-jul-2025: the event restriction of movement was added. The outcome of the events swollen, pain and red was reported as resolving. In the opinion of the reporter, the events were related to radiesse. The previously assessed event injection site pain occurred in a compatible local relationship. The added event injection site movement impairment occurred in a compatible local and temporal relationship. Injection site movement impairment is unexpected based on the currently valid EU MDR IFU leaflet of radiesse. Injection site movement impairment refers to reduced mobility or stiffness in the area where an injection was administered, often due to localized inflammation, pain, or nerve involvement. This can temporarily affect muscle function, making it difficult or uncomfortable to move the nearby joint or limb. In this case, the information provided is quite sparse and no further event details or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Therefore, causality for the added event is assessed as possibly related to the treatment with radiesse. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 15-jul-2025: this case was upgraded to serious. The reported event restriction of movement was changed to injury of the extensor tendon hood/partial rupture of the ligament and the event was recoded from injection site movement impairment to injection site injury. The events swollen, pain and red were deleted. The recoded event occurred in compatible local and temporal relationship. Injection site injury (serious) is equivalently expected as injection site erosion based on the current valid EU IFU of radiesse and can occur after treatment with radiesse. The reported inflammation and peritendonitis were considered to be symptoms of the injection site injury. In this case, according to the physician, surgical intervention will probably be necessary, and therefore, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is upgraded to serious with the serious event injection site injury because surgical treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 21-jul-2025: based on the information provided, the outcome of event was considered as resolving (changed from not resolved). Based on the information provided, the physician recommended to consider saline solution to rinse out the product as much as possible, and if this did not resolve then surgical treatment would be reconsidered. This case remains as serious with the serious event injection site injury because potential treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after receipt of follow-up information on 24-sep-2025: the events injection site induration (non-serious) and device ineffective (non-serious) were added. The added events occurred in compatible local relationship. The events occurred within about 3 months after injection which is possible. Injection site induration (non-serious) and device ineffective (non-serious) are expected based on the currently valid EU MDR instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. Device ineffective may have several causes like insufficient dose or technique, inappropriate application, individual metabolism or unrealistic expectations. However, it is possible with every aesthetic product or procedure. The reported swelling, pain, diminished hand strength, irritationar are still considered to be part of the injection site injury. Reportedly, the physician recommended surgical repair of the extensor hood and fixation of the extensor tendon, but the patient opted for a watch-and-wait approach rather than surgery. Based on the information provided, causality for the added events is assessed as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship and remains unchanged for the previously reported event as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site injury because potential surgical treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a german physician and concerns a female patient. The patient was injected with radiesse 1.5 ml into both hands, on (B)(6) 2025 (reported as the day before this report). Batch number was reported as a00186740 (expiry date: 21-sep-2027). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00186740 (expiry date: 21-sep-2027). A lot search in the global safety database was conducted. Radiesse 1.5 ml was diluted (product preparation issue, off label use of device) in a 1:1 ratio. On (B)(6) 2025, one day after the radiesse 1.5 ml injection, the patient experienced that her right hand was red and swollen. In (B)(6) 2025 she complained about pain. She went to orthopedist. The diagnosis was still pending. The outcome of the events was unknown. Follow-up information was received on 04-jul-2025: the event restriction of movement was added. The patients date of birth, age, weight and height were provided. She was 62 years old at the time of the events (weight: 57 kg, height: 168 cm). She was injected subcutaneously with a total of 3 ml of radiesse 1.5 ml, for elastosis. She was injected with 1.5 ml per hand and into 2 points (1 point per hand). A size of cannula was reported as 20. Used injection technique was reported as blunt fan. The patient was previously injected with radiesse into back of both hands, approximately 13 years prior to the time of this report, and had no complications. The patient's allergies, pre-existing conditions, concomitant diseases, surgical procedures/operations and concomitant medications were reported as none. On (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced that her right hand was red and swollen, pain and restricted movement in right hand. It was reported as massive restriction and she was unable to work for 1 week. Even 1 week after the onset of the side effects, there was still a significant restriction in the mobility of the right middle finger. From (B)(6) 2025, corrective treatment included clindamycin 3x600 mg on the 1st day, 2x600 mg for a further 3 days, prednisolone for 4 days (60-40-40-20 mg), ibuprofen 2x daily 600 mg for 5 days, diclofenac 2x 25 mg additionally from day 4 onwards, cooling, and immobilization with a splint on an ongoing basis. The outcome of the events swollen, pain and red was reported as resolving (changed from unknown), and the outcome of the event restriction of movement was reported as not resolved. In the opinion of the reporter, the events were of severe intensity and related to radiesse 1.5 ml. Therefore, the causality of the events swollen, pain and red was changed from reasonable possibility/suspected to related. The events were not life-threatening, did not require hospitalization more than 24 hours and a causal relationship with the local anesthetic contained in the product was not suspected. Follow-up information was received on 15-jul-2025: this case was upgraded to serious. The reported event restriction of movement was changed to injury of the extensor tendon hood/partial rupture of the ligament and the event was recoded from injection site movement impairment to injection site injury. The events swollen, pain and red were deleted. After the radiesse 1.5 ml injection, the patient experienced an injury of the extensor tendon hood and a partial rupture of the ligament. On (B)(6) 2025, an magnetic resonance imaging (MRI) of the right hand was performed. The MRI was unenhanced and performed after an intravenous contrast administration. Clinical details of the patient included an injection of radiesse (reported as filler) dorsally into the hand at the level of the metacarpophalangeal joint (mcp) of the middle finger (d3). Since then, she experienced pain in the middle finger (reported as d3). Findings of the MRI were reported as a discontinuity of the radial sagittal ligament of the extensor hood with evidence of a defect measuring approximately 4 mm. The extensor tendon was displaced ulnarly. Marked contrast enhancement around the extensor hood at the level of the mcp joint, extending approximately 10 mm proximally and distally was reported. Joint effusion and synovitis were reported as none. Discontinuous fluid along the flexor tendons with no evidence of inflammation was noted. There was no evidence of bone or joint involvement. Assessment based on the MRI scan was reported as an injury to the extensor hood at the level of the metacarpophalangeal joint d3 with at least a partial rupture of the radial sagittal ligament and ulnar subluxation of the extensor tendon. Surrounding peritendinitis and diffuse soft tissue inflammation were noted. The outcome of the event remained unchanged. Follow-up information received on 21-jul-2025: according to the findings, the tendon extensor membrane was torn, but there was no injury to the tendon itself. In recent weeks, the tendon popped out painfully more often as a result. However, the symptoms improved significantly in the last week, indicating that the tissue injury was healing. However, it was possible that radiesse 1.5 ml got to a place that restricts the movement of the tendon. The physician canceled the planned tendon surgery for (B)(6) 2025, as the physician believed that the risks outweigh the potential benefits. Physician recommended working with plenty of saline solution to rinse out the product as much as possible. The tendon injury was able to heal on its own over time. If there were still problems in a few months, surgery was going to be considered again. Due to the provided information, the outcome of event was considered as resolving (changed from not resolved). Follow-up information was received on 24-sep-2025: the events hardening/thickening on the back of the left hand and no visible improvement in the skin structure were added. Patient initials were updated. In (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced a slight hardening and thickening on the back of the left hand in the middle. In 2025, she experienced no visible improvement in the skin structure on either back of the hand. In (B)(6) 2025, three months after radiesse 1.5 ml injection, and the diagnosis of a rupture of the extensor hood of the right middle finger (reported as mcp d3), the patient attended a follow-up appointment. She reported that her symptoms had improved. Swelling slightly decreased, and she attended physiotherapy sessions regularly. Pain was no longer present. On (B)(6) 2025, on examination, mild swelling of the right hand above mcp d3 was still observed during flexion and extension. The extensor tendon subluxated ulnarly, and the extension at the mcp joint slightly reduced. The patient formed a fist, but hand strength diminished. Neurological examinations were normal, including motor function, sensation, coordination, and musculature in the areas of the median, radial, and ulnar nerves. Ultrasound examination revealed that the extensor tendon was decentered at mcp d3 during flexion, with interdigit mcp d3¿d4 ulnar subluxation. Mild irritation of the capsule around the extensor tendon was noted. There was no halo phenomenon or scar formation, and perfusion appeared normal. Despite these findings, the ulnar subluxation of the extensor tendon persisted during flexion-extension movements. The physician recommended surgical repair of the extensor hood and fixation of the extensor tendon. The procedure, along with possible risks, complications, and alternatives, was explained in detail. A conservative watch-and-wait approach did not allow the extensor hood to heal, and the subluxation remained chronic. At the time of this report, the patient continued to experience complaints, including pain during certain movements, especially when writing, and a noticeable loss of strength. Clinically, redness and swelling were still observed at the metacarpophalangeal joint of the middle finger of the right hand. The patient assumed that an incorrect injection technique was used. No malfunctions or defects with radiesse 1.5 ml were identified. A slight hardening and thickening were also noted on the back of the left hand in the middle. At the time of this report, the patient assumed the hardenining and thickening was going to completely resolve and had no complaints. The patient opted for a watch-and-wait approach rather than surgery. Due to the provided information, the outcome of the event hardening/thickening on the back of the left hand was considered as not resolved. The outcome of the event no visible improvement in the skin structure was unknown. The outcome of the event injury of the extensor tendon hood/partial rupture of the ligament remained unchanged.

Manufacturer narrative:
The batch record review for radiesse, lot a00186740, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00186740) and no similar events were noted. Assessment by merz: localization of the event injection site pain was not provided but local relationship can be assumed based on the wording of this report. The reported events injection site swelling and injection site erythema occurred in a compatible local relationship. The reported events occurred in a compatible temporal relationship. Injection site swelling, injection site pain and injection site erythema are expected based on currently valid EU MDR IFU leaflet of radiesse. Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse for injection into the hands is not approved based on the currently valid EU MDR IFU leaflet of radiesse. However, the reported injection site reactions can occur after the treatment with radiesse. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 04-jul-2025: the event restriction of movement was added. The outcome of the events swollen, pain and red was reported as resolving. In the opinion of the reporter, the events were related to radiesse. The previously assessed event injection site pain occurred in a compatible local relationship. The added event injection site movement impairment occurred in a compatible local and temporal relationship. Injection site movement impairment is unexpected based on the currently valid EU MDR IFU leaflet of radiesse. Injection site movement impairment refers to reduced mobility or stiffness in the area where an injection was administered, often due to localized inflammation, pain, or nerve involvement. This can temporarily affect muscle function, making it difficult or uncomfortable to move the nearby joint or limb. In this case, the information provided is quite sparse and no further event details or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Therefore, causality for the added event is assessed as possibly related to the treatment with radiesse. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 15-jul-2025: this case was upgraded to serious. The reported event restriction of movement was changed to injury of the extensor tendon hood/partial rupture of the ligament and the event was recoded from injection site movement impairment to injection site injury. The events swollen, pain and red were deleted. The recoded event occurred in compatible local and temporal relationship. Injection site injury (serious) is equivalently expected as injection site erosion based on the current valid EU IFU of radiesse and can occur after treatment with radiesse. The reported inflammation and peritendonitis were considered to be symptoms of the injection site injury. In this case, according to the physician, surgical intervention will probably be necessary, and therefore, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is upgraded to serious with the serious event injection site injury because surgical treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 21-jul-2025: based on the information provided, the outcome of event was considered as resolving (changed from not resolved). Based on the information provided, the physician recommended to consider saline solution to rinse out the product as much as possible, and if this did not resolve then surgical treatment would be reconsidered. This case remains as serious with the serious event injection site injury because potential treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a german physician and concerns a female patient. The patient was injected with radiesse 1.5 ml into both hands, on (B)(6) 2025 (reported as the day before this report). Batch number was reported as a00186740 (expiry date: 21-sep-2027). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00186740 (expiry date: 21-sep-2027). A lot search in the global safety database was conducted. Radiesse 1.5 ml was diluted (product preparation issue, off label use of device) in a 1:1 ratio. On (B)(6) 2025, one day after the radiesse 1.5 ml injection, the patient experienced that her right hand was red and swollen. In (B)(6) 2025 she complained about pain. She went to orthopedist. The diagnosis was still pending. The outcome of the events was unknown. Follow-up information was received on 04-jul-2025: the event restriction of movement was added. The patients date of birth, age, weight and height were provided. She was 62 years old at the time of the events (weight: 57 kg, height: 168 cm). She was injected subcutaneously with a total of 3 ml of radiesse 1.5 ml, for elastosis. She was injected with 1.5 ml per hand and into 2 points (1 point per hand). A size of cannula was reported as 20. Used injection technique was reported as blunt fan. The patient was previously injected with radiesse into back of both hands, approximately 13 years prior to the time of this report, and had no complications. The patient's allergies, pre-existing conditions, concomitant diseases, surgical procedures/operations and concomitant medications were reported as none. On (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced that her right hand was red and swollen, pain and restricted movement in right hand. It was reported as massive restriction and she was unable to work for 1 week. Even 1 week after the onset of the side effects, there was still a significant restriction in the mobility of the right middle finger. From (B)(6) 2025, corrective treatment included clindamycin 3x600 mg on the 1st day, 2x600 mg for a further 3 days, prednisolone for 4 days (60-40-40-20 mg), ibuprofen 2x daily 600 mg for 5 days, diclofenac 2x 25 mg additionally from day 4 onwards, cooling, and immobilization with a splint on an ongoing basis. The outcome of the events swollen, pain and red was reported as resolving (changed from unknown), and the outcome of the event restriction of movement was reported as not resolved. In the opinion of the reporter, the events were of severe intensity and related to radiesse 1.5 ml. Therefore, the causality of the events swollen, pain and red was changed from reasonable possibility/suspected to related. The events were not life-threatening, did not require hospitalization more than 24 hours and a causal relationship with the local anesthetic contained in the product was not suspected. Follow-up information was received on 15-jul-2025: this case was upgraded to serious. The reported event restriction of movement was changed to injury of the extensor tendon hood/partial rupture of the ligament and the event was recoded from injection site movement impairment to injection site injury. The events swollen, pain and red were deleted. After the radiesse 1.5 ml injection, the patient experienced an injury of the extensor tendon hood and a partial rupture of the ligament. On (B)(6) 2025, an magnetic resonance imaging (MRI) of the right hand was performed. The MRI was unenhanced and performed after an intravenous contrast administration. Clinical details of the patient included an injection of radiesse (reported as filler) dorsally into the hand at the level of the metacarpophalangeal joint (mcp) of the middle finger (d3). Since then, she experienced pain in the middle finger (reported as d3). Findings of the MRI were reported as a discontinuity of the radial sagittal ligament of the extensor hood with evidence of a defect measuring approximately 4 mm. The extensor tendon was displaced pulnarly. Marked contrast enhancement around the extensor hood at the level of the mcp joint, extending approximately 10 mm proximally and distally was reported. Joint effusion and synovitis were reported as none. Discontinuous fluid along the flexor tendons with no evidence of inflammation was noted. There was no evidence of bone or joint involvement. Assessment based on the MRI scan was reported as an injury to the extensor hood at the level of the metacarpophalangeal joint d3 with at least a partial rupture of the radial sagittal ligament and ulnar subluxation of the extensor tendon. Surrounding peritendinitis and diffuse soft tissue inflammation were noted. The outcome of the event remained unchanged. Follow-up information received on 21-jul-2025: according to the findings, the tendon extensor membrane was torn, but there was no injury to the tendon itself. In recent weeks, the tendon popped out painfully more often as a result. However, the symptoms improved significantly in the last week, indicating that the tissue injury was healing. However, it was possible that radiesse 1.5 ml got to a place that restricts the movement of the tendon. The physician canceled the planned tendon surgery for (B)(6) 2025, as the physician believed that the risks outweigh the potential benefits. Physician recommended working with plenty of saline solution to rinse out the product as much as possible. The tendon injury was able to heal on its own over time. If there were still problems in a few months, surgery was going to be considered again. Due to the provided information, the outcome of event was considered as resolving (changed from not resolved).

Manufacturer narrative:
The batch record review for radiesse, lot a00186740, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00186740) and no similar events were noted. Assessment by merz: localization of the event injection site pain was not provided but local relationship can be assumed based on the wording of this report. The reported events injection site swelling and injection site erythema occurred in a compatible local relationship. The reported events occurred in a compatible temporal relationship. Injection site swelling, injection site pain and injection site erythema are expected based on currently valid EU MDR IFU leaflet of radiesse. Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse for injection into the hands is not approved based on the currently valid EU MDR IFU leaflet of radiesse. However, the reported injection site reactions can occur after the treatment with radiesse. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 04-jul-2025: the event restriction of movement was added. The outcome of the events swollen, pain and red was reported as resolving. In the opinion of the reporter, the events were related to radiesse. The previously assessed event injection site pain occurred in a compatible local relationship. The added event injection site movement impairment occurred in a compatible local and temporal relationship. Injection site movement impairment is unexpected based on the currently valid EU MDR IFU leaflet of radiesse. Injection site movement impairment refers to reduced mobility or stiffness in the area where an injection was administered, often due to localized inflammation, pain, or nerve involvement. This can temporarily affect muscle function, making it difficult or uncomfortable to move the nearby joint or limb. In this case, the information provided is quite sparse and no further event details or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Therefore, causality for the added event is assessed as possibly related to the treatment with radiesse. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 15-jul-2025: this case was upgraded to serious. The reported event restriction of movement was changed to injury of the extensor tendon hood/partial rupture of the ligament and the event was recoded from injection site movement impairment to injection site injury. The events swollen, pain and red were deleted. The recoded event occurred in compatible local and temporal relationship. Injection site injury (serious) is equivalently expected as injection site erosion based on the current valid EU IFU of radiesse and can occur after treatment with radiesse. The reported inflammation and peritendonitis were considered to be symptoms of the injection site injury. In this case, according to the physician, surgical intervention will probably be necessary, and therefore, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is upgraded to serious with the serious event injection site injury because surgical treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 21-jul-2025: based on the information provided, the outcome of event was considered as resolving (changed from not resolved). Based on the information provided, the physician recommended to consider saline solution to rinse out the product as much as possible, and if this did not resolve then surgical treatment would be reconsidered. This case remains as serious with the serious event injection site injury because potential treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after receipt of follow-up information on 24-sep-2025: the events injection site induration (non-serious) and device ineffective (non-serious) were added. The added events occurred in compatible local relationship. The events occurred within about 3 months after injection which is possible. Injection site induration (non-serious) and device ineffective (non-serious) are expected based on the currently valid EU MDR instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. Device ineffective may have several causes like insufficient dose or technique, inappropriate application, individual metabolism or unrealistic expectations. However, it is possible with every aesthetic product or procedure. The reported swelling, pain, diminished hand strength, irritationar are still considered to be part of the injection site injury. Reportedly, the physician recommended surgical repair of the extensor hood and fixation of the extensor tendon, but the patient opted for a watch-and-wait approach rather than surgery. Based on the information provided, causality for the added events is assessed as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship and remains unchanged for the previously reported event as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site injury because potential surgical treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after follow-up information was received on 13-oct-2025: the reported slight limitation of function and swelling are considered to be symptoms of the event injection site injury (serious). According to the hand surgeon, a surgery was unavoidable in order to restore full strength and function. Based on the information provided, causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site injury because potential surgical treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to receipt of follow-up information received on 15-dec-2025: the event possibly too much material was injected was added. The added event occurred in compatible local relationship whereas no precise information was provided on event onset date so a temporal relationship can only be assumed. Dermal filler overcorrection (non-serious) is expected based on the current valid EU MDR IFU of radiesse and can occur after treatment with radiesse. Based on the information provided, causality for the added event is assessed as possibly related to the treatment with radiesse based on compatible local and assumed temporal relationship, and remains unchanged for the previously assessed events as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site injury because potential surgical treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a german physician and concerns a female patient. The patient was injected with radiesse 1.5 ml into both hands, on (B)(6) 2025 (reported as the day before this report). Batch number was reported as a00186740 (expiry date: 21-sep-2027). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00186740 (expiry date: 21-sep-2027). A lot search in the global safety database was conducted. Radiesse 1.5 ml was diluted (product preparation issue, off label use of device) in a 1:1 ratio. On (B)(6) 2025, one day after the radiesse 1.5 ml injection, the patient experienced that her right hand was red and swollen. In (B)(6) 2025 she complained about pain. She went to orthopedist. The diagnosis was still pending. The outcome of the events was unknown. Follow-up information was received on 04-jul-2025: the event restriction of movement was added. The patients date of birth, age, weight and height were provided. She was 62 years old at the time of the events (weight: 57 kg, height: 168 cm). She was injected subcutaneously with a total of 3 ml of radiesse 1.5 ml, for elastosis. She was injected with 1.5 ml per hand and into 2 points (1 point per hand). A size of cannula was reported as 20. Used injection technique was reported as blunt fan. The patient was previously injected with radiesse into back of both hands, approximately 13 years prior to the time of this report, and had no complications. The patients allergies, pre-existing conditions, concomitant diseases, surgical procedures/operations and concomitant medications were reported as none. On (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced that her right hand was red and swollen, pain and restricted movement in right hand. It was reported as massive restriction and she was unable to work for 1 week. Even 1 week after the onset of the side effects, there was still a significant restriction in the mobility of the right middle finger. From (B)(6) 2025, corrective treatment included clindamycin 3x600 mg on the 1st day, 2x600 mg for a further 3 days, prednisolone for 4 days (60-40-40-20 mg), ibuprofen 2x daily 600 mg for 5 days, diclofenac 2x 25 mg additionally from day 4 onwards, cooling, and immobilization with a splint on an ongoing basis. The outcome of the events swollen, pain and red was reported as resolving (changed from unknown), and the outcome of the event restriction of movement was reported as not resolved. In the opinion of the reporter, the events were of severe intensity and related to radiesse 1.5 ml. Therefore, the causality of the events swollen, pain and red was changed from reasonable possibility/suspected to related. The events were not life-threatening, did not require hospitalization more than 24 hours and a causal relationship with the local anesthetic contained in the product was not suspected. Follow-up information was received on 15-jul-2025: this case was upgraded to serious. The reported event restriction of movement was changed to injury of the extensor tendon hood/partial rupture of the ligament and the event was recoded from injection site movement impairment to injection site injury. The events swollen, pain and red were deleted. After the radiesse 1.5 ml injection, the patient experienced an injury of the extensor tendon hood and a partial rupture of the ligament. On (B)(6) 2025, an magnetic resonance imaging (MRI) of the right hand was performed. The MRI was unenhanced and performed after an intravenous contrast administration. Clinical details of the patient included an injection of radiesse (reported as filler) dorsally into the hand at the level of the metacarpophalangeal joint (mcp) of the middle finger (d3). Since then, she experienced pain in the middle finger (reported as d3). Findings of the MRI were reported as a discontinuity of the radial sagittal ligament of the extensor hood with evidence of a defect measuring approximately 4 mm. The extensor tendon was displaced ulnarly. Marked contrast enhancement around the extensor hood at the level of the mcp joint, extending approximately 10 mm proximally and distally was reported. Joint effusion and synovitis were reported as none. Discontinuous fluid along the flexor tendons with no evidence of inflammation was noted. There was no evidence of bone or joint involvement. Assessment based on the MRI scan was reported as an injury to the extensor hood at the level of the metacarpophalangeal joint d3 with at least a partial rupture of the radial sagittal ligament and ulnar subluxation of the extensor tendon. Surrounding peritendinitis and diffuse soft tissue inflammation were noted. The outcome of the event remained unchanged. Follow-up information received on 21-jul-2025: according to the findings, the tendon extensor membrane was torn, but there was no injury to the tendon itself. In recent weeks, the tendon popped out painfully more often as a result. However, the symptoms improved significantly in the last week, indicating that the tissue injury was healing. However, it was possible that radiesse 1.5 ml got to a place that restricts the movement of the tendon. The physician canceled the planned tendon surgery for (B)(6) 2025, as the physician believed that the risks outweigh the potential benefits. Physician recommended working with plenty of saline solution to rinse out the product as much as possible. The tendon injury was able to heal on its own over time. If there were still problems in a few months, surgery was going to be considered again. Due to the provided information, the outcome of event was considered as resolving (changed from not resolved). Follow-up information was received on 24-sep-2025: the events hardening/thickening on the back of the left hand and no visible improvement in the skin structure were added. Patient initials were updated. In (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced a slight hardening and thickening on the back of the left hand in the middle. In 2025, she experienced no visible improvement in the skin structure on either back of the hand. In (B)(6) 2025, three months after radiesse 1.5 ml injection, and the diagnosis of a rupture of the extensor hood of the right middle finger (reported as mcp d3), the patient attended a follow-up appointment. She reported that her symptoms had improved. Swelling slightly decreased, and she attended physiotherapy sessions regularly. Pain was no longer present. On (B)(6) 2025, on examination, mild swelling of the right hand above mcp d3 was still observed during flexion and extension. The extensor tendon subluxated ulnarly, and the extension at the mcp joint slightly reduced. The patient formed a fist, but hand strength diminished. Neurological examinations were normal, including motor function, sensation, coordination, and musculature in the areas of the median, radial, and ulnar nerves. Ultrasound examination revealed that the extensor tendon was decentered at mcp d3 during flexion, with interdigit mcp d3¿d4 ulnar subluxation. Mild irritation of the capsule around the extensor tendon was noted. There was no halo phenomenon or scar formation, and perfusion appeared normal. Despite these findings, the ulnar subluxation of the extensor tendon persisted during flexion-extension movements. The physician recommended surgical repair of the extensor hood and fixation of the extensor tendon. The procedure, along with possible risks, complications, and alternatives, was explained in detail. A conservative watch-and-wait approach did not allow the extensor hood to heal, and the subluxation remained chronic. At the time of this report, the patient continued to experience complaints, including pain during certain movements, especially when writing, and a noticeable loss of strength. Clinically, redness and swelling were still observed at the metacarpophalangeal joint of the middle finger of the right hand. The patient assumed that an incorrect injection technique was used. No malfunctions or defects with radiesse 1.5 ml were identified. A slight hardening and thickening were also noted on the back of the left hand in the middle. At the time of this report, the patient assumed the hardenining and thickening was going to completely resolve and had no complaints. The patient opted for a watch-and-wait approach rather than surgery. Due to the provided information, the outcome of the event hardening/thickening on the back of the left hand was considered as not resolved. The outcome of the event no visible improvement in the skin structure was unknown. The outcome of the event injury of the extensor tendon hood/partial rupture of the ligament remained unchanged. Follow-up information was received on 13-oct-2025: at the time of this report, there was still a slight limitation of function and a clearly visible swelling on the right hand. A thickening was also felt on the back of the left hand. No improvement in the skin structure was achieved. According to the hand surgeon, a surgery was unavoidable in order to restore full strength and function. The outcome of the events hardening/thickening on the back of the left hand and no visible improvement in the skin structure remained unchanged. Due to the provided information, the outcome of the event injury of the extensor tendon hood/partial rupture of the ligament was considered as not resolved (changed from resolving). Follow-up information was received on 15-dec-2025: the event possibly too much material was injected was added. In (B)(6) 2025 (reported as for about three months now), after the radiesse 1.5 ml injection, the patient experienced a roughly 1x2 cm subcutaneous hardening in the middle of the back of the hand, which the patient understand as a delayed reaction to the radiesse injection, or that possibly too much material was injected at that spot. On (B)(6) 2025, the patient had her last appointment in hand surgery and the physician there assumed that without surgery, the dislocation was going to become chronic. On (B)(6) 2025, the patient went to the orthopedist for another assessment. Unfortunately, there was still significant swelling and partly also redness at the base joint of the right middle finger, and the tendon dislocated with every movement. Overall, the patient noticed a moderate improvement, however, on days with longer surgeries or more strain on the right hand, such as during gardening, the swelling over the base joint was clearly visible and noticeable. The patient did not decide on surgery for the radial-side extensor hood, as an improvement in the situation was not guaranteed. Due to the provided information, the outcome of the event possibly too much material was injected was considered as not resolved. Due to the provided information, the outcome of the event injury of the extensor tendon hood/partial rupture of the ligament was considered as resolving (changed from not resolved). The outcome of the events hardening/thickening on the back of the left hand and no visible improvement in the skin structure remained unchanged.

Manufacturer narrative:
The batch record review for radiesse, lot a00186740, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00186740) and no similar events were noted. Assessment by merz: localization of the event injection site pain was not provided but local relationship can be assumed based on the wording of this report. The reported events injection site swelling and injection site erythema occurred in a compatible local relationship. The reported events occurred in a compatible temporal relationship. Injection site swelling, injection site pain and injection site erythema are expected based on currently valid EU MDR IFU leaflet of radiesse. Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse for injection into the hands is not approved based on the currently valid EU MDR IFU leaflet of radiesse. However, the reported injection site reactions can occur after the treatment with radiesse. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 04-jul-2025: the event restriction of movement was added. The outcome of the events swollen, pain and red was reported as resolving. In the opinion of the reporter, the events were related to radiesse. The previously assessed event injection site pain occurred in a compatible local relationship. The added event injection site movement impairment occurred in a compatible local and temporal relationship. Injection site movement impairment is unexpected based on the currently valid EU MDR IFU leaflet of radiesse. Injection site movement impairment refers to reduced mobility or stiffness in the area where an injection was administered, often due to localized inflammation, pain, or nerve involvement. This can temporarily affect muscle function, making it difficult or uncomfortable to move the nearby joint or limb. In this case, the information provided is quite sparse and no further event details or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Therefore, causality for the added event is assessed as possibly related to the treatment with radiesse. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 15-jul-2025: this case was upgraded to serious. The reported event restriction of movement was changed to injury of the extensor tendon hood/partial rupture of the ligament and the event was recoded from injection site movement impairment to injection site injury. The events swollen, pain and red were deleted. The recoded event occurred in compatible local and temporal relationship. Injection site injury (serious) is equivalently expected as injection site erosion based on the current valid EU IFU of radiesse and can occur after treatment with radiesse. The reported inflammation and peritendonitis were considered to be symptoms of the injection site injury. In this case, according to the physician, surgical intervention will probably be necessary, and therefore, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is upgraded to serious with the serious event injection site injury because surgical treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 21-jul-2025: based on the information provided, the outcome of event was considered as resolving (changed from not resolved). Based on the information provided, the physician recommended to consider saline solution to rinse out the product as much as possible, and if this did not resolve then surgical treatment would be reconsidered. This case remains as serious with the serious event injection site injury because potential treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after receipt of follow-up information on 24-sep-2025: the events injection site induration (non-serious) and device ineffective (non-serious) were added. The added events occurred in compatible local relationship. The events occurred within about 3 months after injection which is possible. Injection site induration (non-serious) and device ineffective (non-serious) are expected based on the currently valid EU MDR instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. Device ineffective may have several causes like insufficient dose or technique, inappropriate application, individual metabolism or unrealistic expectations. However, it is possible with every aesthetic product or procedure. The reported swelling, pain, diminished hand strength, irritationar are still considered to be part of the injection site injury. Reportedly, the physician recommended surgical repair of the extensor hood and fixation of the extensor tendon, but the patient opted for a watch-and-wait approach rather than surgery. Based on the information provided, causality for the added events is assessed as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship and remains unchanged for the previously reported event as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site injury because potential surgical treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after follow-up information was received on 13-oct-2025: the reported slight limitation of function and swelling are considered to be symptoms of the event injection site injury (serious). According to the hand surgeon, a surgery was unavoidable in order to restore full strength and function. Based on the information provided, causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site injury because potential surgical treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a german physician and concerns a female patient. The patient was injected with radiesse 1.5 ml into both hands, on (B)(6) 2025 (reported as the day before this report). Batch number was reported as a00186740 (expiry date: 21-sep-2027). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00186740 (expiry date: 21-sep-2027). A lot search in the global safety database was conducted. Radiesse 1.5 ml was diluted (product preparation issue, off label use of device) in a 1:1 ratio. On (B)(6) 2025, one day after the radiesse 1.5 ml injection, the patient experienced that her right hand was red and swollen. In (B)(6) 2025 she complained about pain. She went to orthopedist. The diagnosis was still pending. The outcome of the events was unknown. Follow-up information was received on 04-jul-2025: the event restriction of movement was added. The patients date of birth, age, weight and height were provided. She was 62 years old at the time of the events (weight: 57 kg, height: 168 cm). She was injected subcutaneously with a total of 3 ml of radiesse 1.5 ml, for elastosis. She was injected with 1.5 ml per hand and into 2 points (1 point per hand). A size of cannula was reported as 20. Used injection technique was reported as blunt fan. The patient was previously injected with radiesse into back of both hands, approximately 13 years prior to the time of this report, and had no complications. The patient's allergies, pre-existing conditions, concomitant diseases, surgical procedures/operations and concomitant medications were reported as none. On (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced that her right hand was red and swollen, pain and restricted movement in right hand. It was reported as massive restriction and she was unable to work for 1 week. Even 1 week after the onset of the side effects, there was still a significant restriction in the mobility of the right middle finger. From (B)(6) 2025, corrective treatment included clindamycin 3x600 mg on the 1st day, 2x600 mg for a further 3 days, prednisolone for 4 days (60-40-40-20 mg), ibuprofen 2x daily 600 mg for 5 days, diclofenac 2x 25 mg additionally from day 4 onwards, cooling, and immobilization with a splint on an ongoing basis. The outcome of the events swollen, pain and red was reported as resolving (changed from unknown), and the outcome of the event restriction of movement was reported as not resolved. In the opinion of the reporter, the events were of severe intensity and related to radiesse 1.5 ml. Therefore, the causality of the events swollen, pain and red was changed from reasonable possibility/suspected to related. The events were not life-threatening, did not require hospitalization more than 24 hours and a causal relationship with the local anesthetic contained in the product was not suspected. Follow-up information was received on 15-jul-2025: this case was upgraded to serious. The reported event restriction of movement was changed to injury of the extensor tendon hood/partial rupture of the ligament and the event was recoded from injection site movement impairment to injection site injury. The events swollen, pain and red were deleted. After the radiesse 1.5 ml injection, the patient experienced an injury of the extensor tendon hood and a partial rupture of the ligament. On (B)(6) 2025, an magnetic resonance imaging (MRI) of the right hand was performed. The MRI was unenhanced and performed after an intravenous contrast administration. Clinical details of the patient included an injection of radiesse (reported as filler) dorsally into the hand at the level of the metacarpophalangeal joint (mcp) of the middle finger (d3). Since then, she experienced pain in the middle finger (reported as d3). Findings of the MRI were reported as a discontinuity of the radial sagittal ligament of the extensor hood with evidence of a defect measuring approximately 4 mm. The extensor tendon was displaced ulnarly. Marked contrast enhancement around the extensor hood at the level of the mcp joint, extending approximately 10 mm proximally and distally was reported. Joint effusion and synovitis were reported as none. Discontinuous fluid along the flexor tendons with no evidence of inflammation was noted. There was no evidence of bone or joint involvement. Assessment based on the MRI scan was reported as an injury to the extensor hood at the level of the metacarpophalangeal joint d3 with at least a partial rupture of the radial sagittal ligament and ulnar subluxation of the extensor tendon. Surrounding peritendinitis and diffuse soft tissue inflammation were noted. The outcome of the event remained unchanged. Follow-up information received on 21-jul-2025: according to the findings, the tendon extensor membrane was torn, but there was no injury to the tendon itself. In recent weeks, the tendon popped out painfully more often as a result. However, the symptoms improved significantly in the last week, indicating that the tissue injury was healing. However, it was possible that radiesse 1.5 ml got to a place that restricts the movement of the tendon. The physician canceled the planned tendon surgery for (B)(6) 2025, as the physician believed that the risks outweigh the potential benefits. Physician recommended working with plenty of saline solution to rinse out the product as much as possible. The tendon injury was able to heal on its own over time. If there were still problems in a few months, surgery was going to be considered again. Due to the provided information, the outcome of event was considered as resolving (changed from not resolved). Follow-up information was received on 24-sep-2025: the events hardening/thickening on the back of the left hand and no visible improvement in the skin structure were added. Patient initials were updated. In (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced a slight hardening and thickening on the back of the left hand in the middle. In 2025, she experienced no visible improvement in the skin structure on either back of the hand. In (B)(6) 2025, three months after radiesse 1.5 ml injection, and the diagnosis of a rupture of the extensor hood of the right middle finger (reported as mcp d3), the patient attended a follow-up appointment. She reported that her symptoms had improved. Swelling slightly decreased, and she attended physiotherapy sessions regularly. Pain was no longer present. On (B)(6) 2025, on examination, mild swelling of the right hand above mcp d3 was still observed during flexion and extension. The extensor tendon subluxated ulnarly, and the extension at the mcp joint slightly reduced. The patient formed a fist, but hand strength diminished. Neurological examinations were normal, including motor function, sensation, coordination, and musculature in the areas of the median, radial, and ulnar nerves. Ultrasound examination revealed that the extensor tendon was decentered at mcp d3 during flexion, with interdigit mcp d3¿d4 ulnar subluxation. Mild irritation of the capsule around the extensor tendon was noted. There was no halo phenomenon or scar formation, and perfusion appeared normal. Despite these findings, the ulnar subluxation of the extensor tendon persisted during flexion-extension movements. The physician recommended surgical repair of the extensor hood and fixation of the extensor tendon. The procedure, along with possible risks, complications, and alternatives, was explained in detail. A conservative watch-and-wait approach did not allow the extensor hood to heal, and the subluxation remained chronic. At the time of this report, the patient continued to experience complaints, including pain during certain movements, especially when writing, and a noticeable loss of strength. Clinically, redness and swelling were still observed at the metacarpophalangeal joint of the middle finger of the right hand. The patient assumed that an incorrect injection technique was used. No malfunctions or defects with radiesse 1.5 ml were identified. A slight hardening and thickening were also noted on the back of the left hand in the middle. At the time of this report, the patient assumed the hardenining and thickening was going to completely resolve and had no complaints. The patient opted for a watch-and-wait approach rather than surgery. Due to the provided information, the outcome of the event hardening/thickening on the back of the left hand was considered as not resolved. The outcome of the event no visible improvement in the skin structure was unknown. The outcome of the event injury of the extensor tendon hood/partial rupture of the ligament remained unchanged. Follow-up information was received on 13-oct-2025: at the time of this report, there was still a slight limitation of function and a clearly visible swelling on the right hand. A thickening was also felt on the back of the left hand. No improvement in the skin structure was achieved. According to the hand surgeon, a surgery was unavoidable in order to restore full strength and function. The outcome of the events hardening/thickening on the back of the left hand and no visible improvement in the skin structure remained unchanged. Due to the provided information, the outcome of the event injury of the extensor tendon hood/partial rupture of the ligament was considered as not resolved (changed from resolving).